Event description:
It was reported that the patient underwent surgery for a non-abbott lead failure. When the lead was connected to the pacing system analyzer, no anomalies were noted. It was suspected that the lead was not secured into the device header correctly by the set screw. There was no damage visible on the set screw or the device header. The device was replaced and the patient was stable with no consequences.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. The device was decontaminated and a visual inspection was performed and no anomalies were observed. Test leads were able to be securely connected and used with no anomalies noted. The device pacing, sensing, impedance, high voltage (hv) output, and patient notifier were tested and no anomalies were detected. The cause of the field event remains undetermined.